Event description:
Patient hematoma was reported. The event occurred in (B)(6). The unit as configured is not sold in the us.

Manufacturer narrative:
There was no patient injury and the patient was released from the hospital without any further issues. Hematoma is listed as a potential adverse effect and complication in the gemini operating manual. The emse used on this equipment is not sold in the u.s. (B)(4) (the importer) is submitting the report on behalf of dornier medtech systems (B)(4) (the manufacturer) per exemption number (B)(4).